Manufacturer narrative:
(B)(4).

Event description:
A pacemaker check was requested by patients cardiologist to changed device programming to vvi-cls from ddd-cls due to undersensing of atrial fibrillation. Atrial fibrillation had been under reported by the device with over 1 million mode switches occurring. It is unknown if the afib waves were large enough for this lead to sense, it is unknown if this lead contributed to the undersensing. No adverse patient side effects have been reported. This device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.